Event description:
It was reported by the aci sales professional that a pt underwent a diagnostic coronary procedure on (B)(6) 2012. Access was obtained near the bifurcation, via a 6f sheath (unknown model). A pre-procedure femoral angiogram showed presence of pvd/calcium in the vicinity of the access site. Following the procedure, the deployer who was in training, selected the mynx vascular closure device 6f/7f to close the access site. It was reported that the balloon lost pressure and deflated when the deployer was pulling back to second point of resistance. The device was removed and the pt was converted to 15 minutes of manual compression. Hemostasis was achieved. The pt was ambulated and discharged home on (B)(6) 2012.

Manufacturer narrative:
Visual inspection of the returned device at high magnification confirmed that the source of the leak was a longitudinal tear in the balloon, approx 5.5 mm from the balloon proximal tip. No other source of a leak was identified. Based on the info provided and the investigation performed, the root cause of the tear could not be determined. The review of the lhr (lot f1207601) indicated that the device lot met all established performance criteria prior to shipment.